Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis. Deflation was confirmed by physical examination post procedure. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent breast augmentation revision with an mentor smooth round moderate profile 350cc saline prosthesis. Deflation was confirmed by physical examination post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed creases on both aspects. A rent measuring approximately 5.0 cm was observed on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) for the lot number 6492750 was reviewed on 7/11/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).